Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device flickered. There seemed to be a gap just where the cable entered the bucket. The issue occurred during a therapeutic bile procedure. There was no delay, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the charged coupled device is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.